Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Upon review, the right atrial lead exhibited inappropriate ams episodes due to noise. No intervention was performed. The patient would continue to be followed normally.